Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of exactamix eva tpn bags had leaked. This event occurred after the bags had been compounded with cliniflow, lipids, 70% dextrose, and water. It was further reported that the customer had compounded the bags and then held them upside down to mix. The leak then occurred from where the membrane port meets the injection port tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three (3) companion samples were received for evaluation. Visual inspection of all three samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the samples, and no leaks were observed from the port weld area or anywhere else on the bags. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.